Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of internal organ inflammation and bacterial peritonitis with (B)(6) in a patient coincident with extraneal viaflex therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced internal organ inflammation. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was the internal organ inflammation. It was not reported if the patient underwent remedial treatment. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient recovered from the event of peritonitis with (B)(6). It was not reported if the event of internal organ inflammation had resolved. It was not reported if extraneal viaflex therapy was ongoing. Concomitant medications were not reported. The nurse felt the event of peritonitis with (B)(6) was not related to extraneal therapy. A causality statement was not provided for the event of internal organ inflammation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.